Manufacturer narrative:
After further review MFR#2916837-2021-00208 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facscalibur¿ waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that there is an intermittent sip drip. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? Unknown. Was proper ppe being worn at time of leak and during clean up? Yes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscalibur" waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that there is an intermittent sip drip. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? Unknown. Was proper ppe being worn at time of leak and during clean up? Yes.